Event description:
It was reported that data review from a scheduled remote monitoring transmission identified the presenting electrogram (egm) showed loss of atrial capture at current output of trend 2.5v. Additionally, the most recent right atrial automatic threshold (raat) test was unsuccessful due to a reason code of respiration. Other lead measurements are satisfactory and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.